Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The reporter stated the patient¿s last stimulation was last saturday and they had been using stimulation since (B)(6). It was noted the patient had pain now. The reporter stated they were from a nursing home and no one there knew how the system worked. The reporter further stated the patient¿s external equipment was recently brought in and they were not sure when the patient last saw their healthcare professional. Additional information received reported the patient was still in pain and they were not using the device currently. The reporter stated there was a note in the patient¿s chart that a manufacturing representative was going to come out on (B)(6) to show them how to use the device. The reporter further stated there was no note indicating if that had been done. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was seen by the manufacturing representative on (B)(6) 2014. Additional information received reported that the manufacturing representative had a follow up call with the patient's daughter on (B)(6) 2014. It was noted that on (B)(6) 2014, the patient was not receiving appropriate therapy. It was noted that it was not on and the facility care personnel were not familiar with the system. The patient's battery charge was low, so troubleshooting took place with the programmer and recharger. It was noted that the patient had advanced memory loss and she completely forgot how to use the complete system. On (B)(6) 2014, the manufacturing representative met with the patient at the facility to troubleshoot with the battery recharge and programmer. It was noted on (B)(6) 2014, the manufacturing representative was informed by the patient's daughter that they would like to leave the system off as the patient's mental condition continued to worsen and she was not always there to help with the system. It was noted that the cause of the event was due to the system being off and the patient forgot how to use the programmer and recharger. It was noted that the patient's daughter would follow up with the physician regarding the next steps.